Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device evaluation: a mz1000 product was not available for investigation of (B)(4); however, in this instance customer confirmed that the lot number was not available. The feedback provided by the customer states that, "staff from oncology unit have reported to procurement that leaking issues have been ongoing". Further information provided by the customer states that leakage most commonly occurred at the connection between the administration set and the max zero device, as confirmed after discussion with clinicians. The connecting product was identified as an archimed administration set with a luer lock connection. Chemotherapy (exact agent unknown) was being infused at the time of the event, and the leakage was observed during infusion at varying intervals, typically early. No patient impact or harm was reported. The number of affected products is unknown; however, multiple occurrences were noted, and the ward staff suspected the archimed administration set as the potential cause due to the short access point on the male luer connection. The details of this feedback were forwarded to the manufacturing site for investigation, however, in this instance the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
It was reported, maxzero, leaking issues. The following information was provided by the initial reporter: staff from oncology unit have reported to procurement that leaking issues have been ongoing. No lot numbers. Additional information: please confirm the exact location of the leakage? After discussion with clinicians, most leaks at connection between administration set and max zero. Please confirm the make and model of the connecting products? Also, please confirm the type of connection (e.g. Luer lock or luer slip)? Luer lock. Archimed administration set. Please confirm what substance was being infused during the time of the event? Chemotherapy (unsure exact agent). Please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? During, differing intervals with leakages, usually early. Please confirm if there are any visible defects i.e., cracks, flashes, kinks? Unknown. Please confirm if there is any patient impact or harm caused to the patient due to the incident? No. Please confirm if there is any physical damage observed with the product? Unknown. Please confirm the lot number of the affected product? Unknown. Please confirm the number of products affected in this batch? Unknown but multiple. Ward num/cnc stating it has happened so many times they didnt worry about keeping samples or logging incident reports each time. Suspecting the archimed line is the culprit given short access point on male luer connection.